Event description:
During insertion of 18 fr foley catheter, nurse met resistance and was unable to advance or withdraw catheter. Physician notified and urologist came, examined pt and cut off hub of inflation port. Urologist withdrew catheter and found balloon to be inflated with approx 2 cc of air that did not deflate even with hub cut off.